Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and alarmed internal comparison error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed internal comparison error and the act button was unresponsive after the insulin pump exposure to water. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer also reported that the backlight on the insulin pump was flashing and troubleshooting was performed and completed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify back light display anomaly, alarm, button keypad anomaly due to blank display. No audio beep anomaly or vibration anomaly noted. No moisture damage on motor noted. Pump had minor scratched display window and cracked reservoir tube lip.